Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel perforation occurred. The physician was treating two lesions. The first lesion was located in the first diagonal. A 2.50x20mm maverick balloon catheter was used (6atm/21sec., 14atms/20sec.) To treat this lesion successfully. The second lesion, located in the proximal left anterior descending (lad) artery, was severely calcified with "hard" plaque. A 1.50x8mm apex push balloon catheter was used to treat this lesion. The balloon was inflated to 14atms/33sec., 15atms/22sec., 16atms/17sec., 14atms/26sec., and 10atms/35sec. An echocardiogram was performed at which point a perforation was noted in the lad. Pericardiocentesis was performed and the patient was put on a ventilator. The perforation was treated and occluded with balloon dilation at 12 atms for 12.05 minutes. Another echocardiogram was performed and no fluid leak was noted, oxygen saturations read 100%. The physician believes the perforation was not caused directly by the device, but rather from the presence of the "hard" plaque. The patient remains on a ventilator due to her lung problems.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.